Event description:
It was reported there was a loss of therapeutic effect. There was no stimulation sensation. Symptoms included a loss of bladder control, incontinence and no control of the bladder. It was noted, the patient had not felt stimulation since before labor day. The patient's caregiver would increase stimulation a few levels and the patient would feel stimulation right away but then it would "disappear". Patient had felt stimulation a little bit when it was raised to the 2.1-2.3 volt range. When stimulation had been increased higher than 2.1-2.3 the patient would lose the sensation. Patient's therapy had been working "great" the first three and a half weeks at night and worked "pretty good" during the day. Patient had had occasional accidents. It was noted around labor day, the patient had a urinary tract infection. It was noted, the patient had a physical on (B)(6) 2012. Patient was unable to sit up and "knew something else was wrong" approximately one week later. Patient ended up with (B)(6) and had to call 911. At the time the patient had a temperature of 103. Patient had been in the hospital for 12 days total. It was noted after 6 days in the hospital the patient went to a nursing home. Patient had a relapse of another infection. It was unknown if the infection was (B)(6). Patient had been put on a bi-level positive airway pressure machine. Patient ended up with pneumonia and had been taking levaquin which "killed it." Patient infection had cleared up but it was noted, the patient was still in the nursing home for rehabilitation. Patient had been using a tens unit on their arm while in the nursing home. Patient stimulation was on program 2 at 5.3 volts at the time of report. Patient had not felt anything when stimulation was increased. It was confirmed that patient stimulation was on. Troubleshooting was attempted and after increasing to 6.0 volts on all programs the patient had not felt anything. It was noted there were no falls or traumas. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3889-28 lot# va00fgd, implanted: 2012 (B)(6), product type lead product ID, 3889-28 lot# va009c5, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).